Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction key could not be inserted correctly. Possible cross threading. Screw and innie was replaced.

Manufacturer narrative:
UDI: (B)(4). One (1) 5.5 ti exp fas2 screw 6.0 x 40 and two (2) 5.5 exp verse di set screw were returned for evaluation. Visual examination of the two set screws revealed that the threads were shaved off and torn with thread burr remains attached to the set screw. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the reported expedium screw and verse set screws¿ threads tearing cannot be attributed to cross threading the set screws upon insertion. Tightening the set screws while they are cross threaded places an unexpectedly high amount of force on the threads of the set screw, resulting in them being damaged or torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.